Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 27mm epic stented porcine heart valve w/flexfit system was selected for implant in the patient. During device preparation, the physician observed that there was one leaflet open on the valve. The physician washed the leaflet, but the leaflet did not change. The valve was then placed in the patient, but the leaflet was still open so the physician decided to exchange the device. A new 27mm epic stented porcine heart valve w/flexfit system was selected and successfully implanted in the patient. The patient remained stable throughout the procedure, but there was a clinically significant delay in procedure.

Manufacturer narrative:
The reported event that one of the leaflets was open could not be confirmed. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.